Manufacturer narrative:
The user reported that the pad had a small burn hole. Our investigation revealed that a wire had broken causing the 1/2" dia burn hole in the pad cover. We also found signs of excessive use as components were bent and broken. The pad folded and bunched with broken components inside which suggests that the user severely misused the product. It appears that this was unusual event considering the condition of the pad.

Event description:
The user reported that the pad had a small burn hole. Our investigation revealed that a wire had broken causing the 1/2" diameter burn hole in the pad cover. We also found signs of excessive misuse as components were bent and broken.